Event description:
It was reported that the user experienced difficulty pairing a new dexcom g7 continuous glucose monitor (cgm) with the ilet bionic pancreas due to entry of an incorrect pairing code, which required toggling the cgm sensor and re-entering the correct code for the dexcom g7; this reflects a use error rather than a device component malfunction. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and the issue characterized as an improper or incorrect procedure or method; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.